Event description:
During preparation for a case a neuron catheter was noted to have a crimped tip upon removal from its package. This device was set aside for return to the MFR and another catheter of the same model was drawn from inventory and treatment proceeded without incident.

Manufacturer narrative:
The unit was returned inside a ziplock biohazard labeled specimen bag. The unit was decontaminated with a 1:10 dilution of household bleach. There is a flat spot 0.6-1.6 cm from the distal tip. There is a crease line at 45 degrees to the shaft resulting in a flat spot 7.2-7.9 cm from the distal tip. The DHR of this mfg lot has been reviewed and is attached. Defect noted prior to use . (B)(4), this defect, if not discovered, could contribute to injury or death. Incident #(B)(4). Part #1626-03/b. Neuron dc 070 105cmx8cm, shaped tip. Lot # f14045 (same as l14045). ((B)(4)). Qty: 1. A review of the device history record (DHR) was completed on part # 1626-03/b, (lot #l14045). All appropriate in inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot #l14045) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. The lot was associated with (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Three coils sub-assemblies ((B)(4)) have been used to MFR the lot, DHR review of the coil lots show no anomalies with the mfg process. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirements.